Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Event description:
It was reported that there was high voltage problem on the device. The device was replaced because the battery voltage was around 2.60v and the elective replacement indicator (eri) alert did not ring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.